Event description:
It was reported that the patient was previously implanted with a men's sling and recently underwent an artificial urinary sphincter (aus) implant. The reason for the aus implant was unspecified. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the surgery was performed because the patient experienced recurring incontinence. The sling device was not explanted during the procedure.

Manufacturer narrative:
Event: updated with additional information. Patient code updated to reflect recurring incontinence. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2183959-2018-61736 to: 2183959-2018-61033.

Event description:
It was reported that the patient was previously implanted with a men's sling and recently underwent an artificial urinary sphincter (aus) implant. The reason for the aus implant was unspecified. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.